Manufacturer narrative:
(B)(4) needle detachment.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair procedure. After the physician threw the first leg assembly through the patient's right-side sacrospinous ligament, he was pulling it the rest of the way through the ligament with the capio device when the needle detached inside the capio cage. The physician completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.